Event description:
It was reported that the preloaded lens was explanted because the patient was not satisfied with near and computer vision, experienced significant halos at night, and found driving at night uncomfortable. The lens was removed and replaced during a secondary surgical procedure with another j&j lens. The patient's visual acuity is now 20/20, and they have fully recovered. No further injuries or interventions are required. No further information is available.

Manufacturer narrative:
Section a3b : unknown/information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.